Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks, exposed to moisture, pump error 43. The customer experienced hyperglycemia of blood glucose value of 460 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-342, mmt-1884, mmt-442a. Trouble shooting was performed and customer was not using the insulin pump system within 48 hours of the reported event. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. Customer reported that pump was exposed to moisture. Fluid is present in reservoir compartment. Customer reported a reservoir leak, no visible cracks/splits in the barrel or missing pieces. Leak is past o ring(s). No further patient complications were reported. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-442a.

Manufacturer narrative:
The unit p-cap/ test reservoir locked in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted, during testing. However, pump error 43 alarm was found in history file on 05/19/2024, 08:26:18.000. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 and motor noted, during visual inspection. The pump was received, with minor scratches on lcd window and scratched case. Pump error 37 was found in history file on 05/19/2024, 08:26:18.000. In summary, customer alleged, pump error 43 confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.